Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infection around the implant site. The patient was treated with topical antibiotics, but the issue could not be resolved. The abutment was exchanged in the operating room on (B)(6) 2012, and the implanted device remains.